Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the over 600 mg/dl and customer went to emergency room to fix it and then the blood glucose was went down to 200 mg/dl. Troubleshooting for tye high blood glucose was not possible. The device is expected to be returned for analysis.

Manufacturer narrative:
Concomitant products were added to section.